Manufacturer narrative:
Examination of the pressure monitoring kit in the product evaluation lab revealed that there was a dark brown particulate inside the pressure tubing, which was .2" long and firmly attached to the tubing wall. The particulate appeared consistent with burned pvc, and had become part of the tubing during the extrusion process.

Event description:
It was stated before use that the tubing had black particulate in the device, looked dirty and that the tubing leaked. No patient complications were reported.